Event description:
"E" was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0748) on 22-aug-2015. The most recent information was received on 28-aug-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("2nd pregnancy"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), fatigue ("fatigue"), autoimmune disorder (seriousness criterion medically significant), insomnia ("insomnia"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, headache, fatigue, autoimmune disorder, insomnia, abdominal pain and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, fatigue, genital haemorrhage, headache, insomnia, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: consumer reported that since essure insertion she has had nothing but problems. She has been pregnant twice and had two miscarriages. She need for additional surgery. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to me following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, me medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Events added: heavy bleeding, cramping, headaches, fatigue, autoimmune diseases, insomnia, abdominal pain, lower back pain, pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0748) on (B)(6)2015. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis'), fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside of fallopian tubes/migration of essure device location of device: outside of fallopian tubes'), device dislocation ('malposition of essure device'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('heavy bleeding'), sjogren's syndrome ('autoimmune diseases/autoimmune disorder type of disorder: sjogrens') and high risk pregnancy ('high risk pregnancy') in a 47-year-old female patient who had essure (ess205) (batch no. L2138-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1988, (B)(6)1994,(B)(6)2006, 1993), uterine leiomyoma, recurrent abortion, termination of pregnancy - elective, pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6)-2006), pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6)-2009), fetal death (in 2006), preterm labor, premature delivery and sjogren's syndrome. Concurrent conditions included anemia, diabetes, hypertension, raynaud's disease, rectal pain, uterine bleeding, dysuria, fibroids, mixed connective tissue disease and uterine fibroid. Concomitant products included gabapentin, hydrochlorothiazide (hctz), hydroxychloroquine, losartan, metformin, minerals nos;vitamins nos (prenatal vitamins), nifedipine and nifedipine (adalat cc). On (B)(6)2005, the patient had essure (ess205) inserted. In august 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In september 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/extremely heavy periods"). In november 2006, the patient experienced vaginal discharge ("vaginal discharge"). In september 2007, the patient experienced headache ("headaches"), migraine ("migraines"), feeling abnormal ("neurological conditions or problems type:brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal distention"). In november 2007, the patient experienced nausea ("nausea"). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 years 5 months after insertion of essure (ess205). In december 2014, the patient experienced fatigue ("fatigue"). In march 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type:constipation"). In august 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complication please describe: endometriosis"). In september 2017, the patient experienced amnesia ("neurological condition:memory loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("cramping"), insomnia ("insomnia"), back pain ("lower back pain") and arthralgia ("joint pain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, endometritis, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, sjogren's syndrome, abdominal pain lower, headache, fatigue, insomnia, abdominal pain, back pain, high risk pregnancy, vaginal haemorrhage, urinary tract infection, fibromyalgia, migraine, nausea, feeling abnormal, dyspareunia, vaginal discharge, constipation, abdominal distension, endometriosis, amnesia, arthralgia and uterine leiomyoma outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, high risk pregnancy, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, sjogren's syndrome, urinary tract infection, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: consumer reported that since essure insertion she has had nothing but problems. She has been pregnant twice and had two miscarriages. She need for additional surgery. Patient experienced another two pregnancy episodes on 14-jul-2006 and on 2009 which captured under: 2019-058897 and 2015-415544 respectively. Additionally baby case was created which is captured under case: 2019-058886. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6)-2015: result: mm non-obstructing stone is noted within the left-sided moiety of a horseshoe kidney. Several small left sided cysts are also seen, leiomyomatous uterus.. Hysterosalpingogram - on (B)(6) 2006: result: unilateral occlusion (left tube occluded), perforation (other) please describe: failure to occlude the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast medium. Impression: 1. Occlusion of the left fallopian tube with an ensure prosthesis. 2. Non-occlusion of the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast "medium. The ensure prosthesis is located in the pelvis in a somewhat curved position out of the anatomic structure of the right fallopian tube.. Pathology test - on 23-aug-2017: result: gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral tubes". It consists of a 176 gram, 10.5 x 7.2 x 4.9 cm uterus with attached cervix and bilateral adnexa. The tanpink and glistening uterine serosa shows a few sub-serosal nodules measuring up to 1.2 cm. The cervix is 3.6 x 3.0 cm. The tan-pink and glistening ecto-cervical mucosa surrounds a 1.2 cm in diameter slit-like os. The patent endo-cervical canal is unremarkable. The symmetric endometrial cavity shows pink-red and soft endometrium measuring up to 03 cm multiple intramural nodules are present in the myometrium ranging from 0.8 to 3.5 cm in greatest dimension. The intramural and subserosai nodules show tan-pink, rubbery, and whorled cut surfaces with mildly degenerative change. No calcification or necrosis is identified. The myometrium is otherwise tan-pink. Rubbery, and trabeculated. The right and left dark purple and fimbriated fallopian tubes are 84 and 9.0 cm in length x 0.4 cm in diameter. The medical devices consistent with essure are identified in the right cornu of the uterus and proximal portion of left fallopian tube. The essure appear intact sectioning of the fallopian tube reveals pinpoint lumens. Representative sections are submitted as follows: 1a and 1 b cervix, 1 c-1 e intramural and sub-serosal nodules, 1 f and 1 g endo-myometrium, 1 h right fallopian tube, 11 left fallopian tube. Microscopic description: microscopic examination of the material identified as above has been performed and the histologic findings incorporated into the final diagnosis. Final diagnosis: uterus, cervix, bilateral tubes, hysterectomy with bilateral salpingectomy: - benign cervix - benign endometrium, negative for hyperplasia or malignancy - adenomyosis leiomyomas - benign fallopian tubes - essure devices present, within the proximal left fallopian tube and the right cornua.. Ultrasound pelvis - on an unknown date: result: fibroids.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: abdominal pain, nausea, constipation, dysmenorrhea, vaginal discharge, endometritis, pelvic pain, dyspareunia, menorrhagia and sjogren's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- event uterine fibroids and pregnancy outcome changed from live birth; outcome unknown to elective abortion. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis"), fallopian tube perforation ("fallopian tube perforation/malposition of essure device location of device: outside of fallopian tubes/migration of essure device location of device: outside of fallopian tubes"), device dislocation ("malposition of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), genital haemorrhage ("heavy bleeding"), sjogren's syndrome ("autoimmune diseases/autoimmune disorder type of disorder: sjogrens") and high risk pregnancy ("high risk pregnancy") in a 47-year-old female patient who had essure (ess205) (batch no. L2138-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1988, (B)(6) 1994,(B)(6) 2006, 1993), uterine leiomyoma, recurrent abortion, termination of pregnancy - elective, pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2006), pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2009), fetal death (in 2006), preterm labor and premature delivery. Concurrent conditions included anemia, diabetes, hypertension, raynaud's disease, rectal pain, uterine bleeding, dysuria, fibroids, mixed connective tissue disease and uterine fibroid. Concomitant products included gabapentin, hydrochlorothiazide (hctz), hydroxychloroquine, losartan, metformin, minerals nos;vitamins nos (prenatal vitamins), nifedipine and nifedipine (adalat cc). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/extremely heavy periods"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced feeling abnormal ("neurological conditions or problems type:brain fog") and amnesia ("neurological condition:memory loss"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fibromyalgia ("fibromyalgia"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal distention"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complication please describe: endometriosis"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("cramping"), insomnia ("insomnia"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, sjogren's syndrome, abdominal pain lower, headache, fatigue, insomnia, abdominal pain, back pain, high risk pregnancy, vaginal haemorrhage, urinary tract infection, fibromyalgia, migraine, nausea, feeling abnormal, dyspareunia, vaginal discharge, constipation, abdominal distension, endometriosis, amnesia and arthralgia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, high risk pregnancy, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, sjogren's syndrome, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: consumer reported that since essure insertion she has had nothing but problems. She has been pregnant twice and had two miscarriages. She need for additional surgery. Patient experienced another two pregnancy episodes on (B)(6) 2006 and on 2009 which captured under: (B)(4) and (B)(4) respectively. Additionally baby case was created which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: result: mm non-obstructing stone is noted within the left-sided moiety of a horseshoe kidney. Several small left sided cysts are also seen, leiomyomatous uterus.. Hysterosalpingogram - on (B)(6) 2006: result: unilateral occlusion (left tube occluded), perforation (other) please describe: failure to occlude the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast medium. Impression: 1. Occlusion of the left fallopian tube with an ensure prosthesis. 2. Non-occlusion of the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast "medium. The ensure prosthesis is located in the pelvis in a somewhat curved position out of the anatomic structure of the right fallopian tube.. Pathology test - on (B)(6) 2017: result: gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral tubes". It consists of a 176 gram, 10.5 x 7.2 x 4.9 cm uterus with attached cervix and bilateral adnexa. The tanpink and glistening uterine serosa shows a few sub-serosal nodules measuring up to 1.2 cm. The cervix is 3.6 x 3.0 cm. The tan-pink and glistening ecto-cervical mucosa surrounds a 1.2 cm in diameter slit-like os. The patent endo-cervical canal is unremarkable. The symmetric endometrial cavity shows pink-red and soft endometrium measuring up to 03 cm multiple intramural nodules are present in the myometrium ranging from 0.8 to 3.5 cm in greatest dimension. The intramural and subserosai nodules show tan-pink, rubbery, and whorled cut surfaces with mildly degenerative change. No calcification or necrosis is identified. The myometrium is otherwise tan-pink. Rubbery, and trabeculated. The right and left dark purple and fimbriated fallopian tubes are 84 and 9.0 cm in length x 0.4 cm in diameter. The medical devices consistent with essure are identified in the right cornu of the uterus and proximal portion of left fallopian tube. The essure appear intact sectioning of the fallopian tube reveals pinpoint lumens. Representative sections are submitted as follows: 1a and 1 b cervix, 1 c-1 e intramural and sub-serosal nodules, 1 f and 1 g endo-myometrium, 1 h right fallopian tube, 11 left fallopian tube. Microscopic description: microscopic examination of the material identified as above has been performed and the histologic findings incorporated into the final diagnosis. Final diagnosis: uterus, cervix, bilateral tubes, hysterectomy with bilateral salpingectomy: - benign cervix - benign endometrium, negative for hyperplasia or malignancy - adenomyosis leiomyomas - benign fallopian tubes - essure devices present, within the proximal left fallopian tube and the right cornua.. Ultrasound pelvis - on an unknown date: result: fibroids.. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: abdominal pain, nausea, constipation, dysmenorrhea, vaginal discharge, endometritis, pelvic pain, dyspareunia, menorrhagia and sjogren's syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-apr-2019: update of quality-safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2019. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to me following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, me medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis"), fallopian tube perforation ("fallopian tube perforation/malposition of essure device location of device: outside of fallopian tubes/migration of essure device location of device: outside of fallopian tubes"), device dislocation ("malposition of essure device"), pregnancy with contraceptive device ("pregnancy (with complications)"), genital haemorrhage ("heavy bleeding"), sjogren's syndrome ("autoimmune diseases/autoimmune disorder type of disorder: sjogrens") and high risk pregnancy ("high risk pregnancy") in a 47-year-old female patient who had essure (ess205) (batch no. L2138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1988, (B)(6) 1994,(B)(6) 2006, (B)(6) 1993), uterine leiomyoma, recurrent abortion, termination of pregnancy - elective, pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2006), pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2009), fetal death (in 2006), preterm labor and premature delivery. Concurrent conditions included anemia, diabetes, hypertension, raynaud's disease, rectal pain, uterine bleeding, dysuria, fibroids, mixed connective tissue disease and uterine fibroid. Concomitant products included gabapentin, hydrochlorothiazide (hctz), hydroxychloroquine, losartan, metformin, minerals nos;vitamins nos (prenatal vitamins), nifedipine and nifedipine (adalat cc). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/extremely heavy periods"), migraine ("migraines") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced feeling abnormal ("neurological conditions or problems type:brain fog") and amnesia ("neurological condition:memory loss"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fibromyalgia ("fibromyalgia"), nausea ("nausea"), constipation ("gastrointestinal or digestive system condition type:constipation") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal distention"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complication please describe: endometriosis"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("cramping"), insomnia ("insomnia"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("joint pain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, sjogren's syndrome, abdominal pain lower, headache, fatigue, insomnia, abdominal pain, back pain, high risk pregnancy, vaginal haemorrhage, urinary tract infection, fibromyalgia, migraine, nausea, feeling abnormal, dyspareunia, vaginal discharge, constipation, abdominal distension, endometriosis, amnesia and arthralgia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amnesia, arthralgia, back pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, high risk pregnancy, insomnia, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, sjogren's syndrome, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: consumer reported that since essure insertion she has had nothing but problems. She has been pregnant twice and had two miscarriages. She need for additional surgery. Patient experienced another two pregnancy episodes on (B)(6) 2006 and on 2009 which captured under: (B)(4) and (B)(4) respectively. Additionally baby case was created which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: result: mm non-obstructing stone is noted within the left-sided moiety of a horseshoe kidney. Several small left sided cysts are also seen, leiomyomatous uterus. Hysterosalpingogram - on (B)(6) 2006: result: unilateral occlusion (left tube occluded), perforation. (Other) please describe: failure to occlude the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast medium. Impression: 1. Occlusion of the left fallopian tube with an ensure prosthesis. 2. Non-occlusion of the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast "medium. The ensure prosthesis is located in the pelvis in a somewhat curved position out of the anatomic structure of the right fallopian tube.. Pathology test - on (B)(6) 2017: result: gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral tubes". It consists of a 176 gram, 10.5 x 7.2 x 4.9 cm uterus with attached cervix and bilateral adnexa. The tanpink and glistening uterine serosa shows a few sub-serosal nodules measuring up to 1.2 cm. The cervix is 3.6 x 3.0 cm. The tan-pink and glistening ecto-cervical mucosa surrounds a 1.2 cm in diameter slit-like os. The patent endo-cervical canal is unremarkable. The symmetric endometrial cavity shows pink-red and soft endometrium measuring up to 03 cm multiple intramural nodules are present in the myometrium ranging from 0.8 to 3.5 cm in greatest dimension. The intramural and subserosai nodules show tan-pink, rubbery, and whorled cut surfaces with mildly degenerative change. No calcification or necrosis is identified. The myometrium is otherwise tan-pink. Rubbery, and trabeculated. The right and left dark purple and fimbriated fallopian tubes are 84 and 9.0 cm in length x 0.4 cm in diameter. The medical devices consistent with essure are identified in the right cornu of the uterus and proximal portion of left fallopian tube. The essure appear intact sectioning of the fallopian tube reveals pinpoint lumens. Representative sections are submitted as follows: 1a and 1 b cervix, 1 c-1 e intramural and sub-serosal nodules, 1 f and 1 g endo-myometrium, 1 h right fallopian tube, 11 left fallopian tube. Microscopic description: microscopic examination of the material identified as above has been performed and the histologic findings incorporated into the final diagnosis. Final diagnosis: uterus, cervix, bilateral tubes, hysterectomy with bilateral salpingectomy: benign cervix. Benign endometrium, negative for hyperplasia or malignancy. Adenomyosis. Leiomyomas benign fallopian tubes. Essure devices present, within the proximal left fallopian tube and the right cornua.. Ultrasound pelvis - on an unknown date: result: fibroids. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: abdominal pain, nausea, constipation, dysmenorrhea, vaginal discharge, endometritis, pelvic pain, dyspareunia, menorrhagia and sjogren's syndrome. Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to me following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, me medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Essure lot number added. Reporter added. Product indication added. Following events were added: high risk pregnancy, premature delivery, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: uti, fibromyalgia, migraines, nausea, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, constipation, abdominal distention, other injury(ies) or complication please describe: endometriosis, memory loss and joint pain. Event outcome added for: menorrhagia/extremely heavy periods and dysmenorrhea (cramping). Event pt updated: autoimmune diseases/autoimmune disorder type of disorder: sjogrens. Event deleted: miscarriage. Medical history added. Concomitant medications were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6) 2015. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis'), fallopian tube perforation ('fallopian tube perforation/malposition of essure device location of device: outside of fallopian tubes/migration of essure device location of device: outside of fallopian tubes'), device dislocation ('malposition of essure device'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('heavy bleeding'), sjogren's syndrome ('autoimmune diseases/autoimmune disorder type of disorder: sjogrens') and high risk pregnancy ('high risk pregnancy') in a 47-year-old female patient who had essure (ess205) (batch no. L2138-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1988, (B)(6) 1994,(B)(6) 2006, 1993), uterine leiomyoma, recurrent abortion, termination of pregnancy - elective, pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2006), pregnancy with contraceptive device (pregnant on essure micro-insert on (B)(6) 2009), fetal death (in 2006), preterm labor, premature delivery and sjogren's syndrome. Concurrent conditions included anemia, diabetes, hypertension, raynaud's disease, rectal pain, uterine bleeding, dysuria, fibroids, mixed connective tissue disease and uterine fibroid. Concomitant products included gabapentin, hydrochlorothiazide (hctz), hydroxychloroquine, losartan, metformin, minerals nos;vitamins nos (prenatal vitamins), nifedipine and nifedipine (adalat cc). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/extremely heavy periods/ excessive bleeding") and dysmenorrhoea ("dysmenorrhea (cramping) / cramps"). In (B)(6) 2006, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced headache ("headaches"), migraine ("migraines"), feeling abnormal ("neurological conditions or problems type:brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type:abdominal distention"). In (B)(6) 2007, the patient experienced nausea ("nausea"). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 years 5 months after insertion of essure (ess205). In (B)(6) 2014, the patient experienced fatigue ("fatigue / tiredness"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2015, the patient experienced constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2015, the patient experienced fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids / fibroid"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and endometriosis ("other injury(ies) or complication please describe: endometriosis"). In (B)(6) 2017, the patient experienced amnesia ("neurological condition:memory loss"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain lower ("cramping"), insomnia ("insomnia"), back pain ("lower back pain"), arthralgia ("joint pain"), depression ("depressed"), connective tissue disorder ("mixed connective tissue disorder"), acne ("body acne"), raynaud's phenomenon ("raynaud's"), alopecia ("loss of hair"), cyst ("cyst"), pain ("body aches"), pain in extremity ("leg pain / radiating pain from hip to foot"), menstruation irregular ("irregular periods"), inflammation ("inflammation"), dizziness ("dizzy"), stress ("stress"), swelling ("swelling"), pre-eclampsia ("pre-eclampsia"), sinus disorder ("sinus issue"), bacterial infection ("bacterial infection"), hyperhidrosis ("excessive sweating") and nightmare ("horrific nightmares"), was found to have a high risk pregnancy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, endometritis, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, sjogren's syndrome, abdominal pain lower, headache, fatigue, insomnia, abdominal pain, back pain, high risk pregnancy, vaginal haemorrhage, urinary tract infection, fibromyalgia, migraine, nausea, feeling abnormal, dyspareunia, vaginal discharge, constipation, abdominal distension, endometriosis, amnesia, arthralgia, uterine leiomyoma, depression, connective tissue disorder, acne, raynaud's phenomenon, weight increased, alopecia, cyst, pain, pain in extremity, menstruation irregular, inflammation, dizziness, stress, swelling, pre-eclampsia, sinus disorder, bacterial infection, hyperhidrosis and nightmare outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, back pain, bacterial infection, connective tissue disorder, constipation, cyst, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, endometriosis, endometritis, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, high risk pregnancy, hyperhidrosis, inflammation, insomnia, menorrhagia, menstruation irregular, migraine, nausea, nightmare, pain, pain in extremity, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, raynaud's phenomenon, sinus disorder, sjogren's syndrome, stress, swelling, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: consumer reported that since essure insertion she has had nothing but problems. She has been pregnant twice and had two miscarriages. She need for additional surgery. Patient experienced another two pregnancy episodes on (B)(6) 2006 and on 2009 which captured under: (B)(4) and (B)(4) respectively. Additionally baby case was created which is captured under case: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: result: mm non-obstructing stone is noted within the left-sided moiety of a horseshoe kidney. Several small left sided cysts are also seen, leiomyomatous uterus.. Hysterosalpingogram - on (B)(6) 2006: result: unilateral occlusion (left tube occluded), perforation (other) please describe: failure to occlude the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast medium. Impression: 1. Occlusion of the left fallopian tube with an ensure prosthesis. 2. Non-occlusion of the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast "medium. The ensure prosthesis is located in the pelvis in a somewhat curved position out of the anatomic structure of the right fallopian tube.. Pathology test - on (B)(6) 2017: result: gross description: the specimen is received in formalin labeled "uterus, cervix, bilateral tubes". It consists of a 176 gram, 10.5 x 7.2 x 4.9 cm uterus with attached cervix and bilateral adnexa. The tan-pink and glistening uterine serosa shows a few sub-serosal nodules measuring up to 1.2 cm. The cervix is 3.6 x 3.0 cm. The tan-pink and glistening ecto-cervical mucosa surrounds a 1.2 cm in diameter slit-like os. The patent endo-cervical canal is unremarkable. The symmetric endometrial cavity shows pink-red and soft endometrium measuring up to 03 cm multiple intramural nodules are present in the myometrium ranging from 0.8 to 3.5 cm in greatest dimension. The intramural and subserosai nodules show tan-pink, rubbery, and whorled cut surfaces with mildly degenerative change. No calcification or necrosis is identified. The myometrium is otherwise tan-pink. Rubbery, and trabeculated. The right and left dark purple and fimbriated fallopian tubes are 84 and 9.0 cm in length x 0.4 cm in diameter. The medical devices consistent with essure are identified in the right cornu of the uterus and proximal portion of left fallopian tube. The essure appear intact sectioning of the fallopian tube reveals pinpoint lumens. Representative sections are submitted as follows: 1a and 1 b cervix, 1 c-1 e intramural and sub-serosal nodules, 1 f and 1 g endo-myometrium, 1 h right fallopian tube, 11 left fallopian tube. Microscopic description: microscopic examination of the material identified as above has been performed and the histologic findings incorporated into the final diagnosis. Final diagnosis: uterus, cervix, bilateral tubes, hysterectomy with bilateral salpingectomy: benign cervix. Benign endometrium, negative for hyperplasia or malignancy. Adenomyosis. Leiomyomas. Benign fallopian tubes. Essure devices present, within the proximal left fallopian tube and the right cornua. Ultrasound pelvis - on an unknown date: result: fibroids. Concerning the injuries reported in this case, the following one/ones were confirmed in patients medical record: abdominal pain, nausea, constipation, dysmenorrhea, vaginal discharge, endometritis, pelvic pain, dyspareunia, menorrhagia and sjogren's syndrome. Concerning the injuries reported in this case, the following one were confirmed in patients social media: depression, connective tissue disorder, acne, raynaud's phenomenon, weight increased, alopecia, cyst, pain, pain in extremity, inflammation, dizziness, menstruation irregular, stress, swelling, pre-eclampsia, sinus disorder, bacterial infection, hyperhidrosis, nightmare. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: reporter information was added. New events "depression, connective tissue disorder, acne, raynaud's, weight gain, loss of hair, cyst, body aches, leg pain, inflammation, irregular periods, dizzy, stress, swelling, pre-eclampsia, sinus issue, bacterial infection, excessive sweating, horrific nightmares" were added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.